Event description:
Customer's wife reported blood glucose results of 241 mg/dl using advantage system 1, customer self-treated for symptoms of hypoglycemia. Wife opened a new vial of strips, reported 83 mg/dl using advantage system 2 within 10 mins. Customer reported no further symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the systems, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see another medwatch is for report on advantage system 1.